Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed recurrent alert 39 indicating an insulin shaft encoder failure, which repeatedly prompted device restarts and interrupted insulin dosing; a replacement ilet was arranged and the user transitioned to back-up therapy. Symptoms included hyperglycemia with a reported peak of 304 mg/dl and no acute complications. Outcomes included transient loss of insulin delivery with blood glucose outside target for a few hours, no medical intervention, and no hospitalization. Investigation included review of the device history and complaint information with instructions for device shutdown and data synchronization where possible. Investigation of this case revealed a malfunction consistent with an insulin delivery subsystem encoder fault that triggered restart alerts during bolus attempts and inhibited dosing. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the insulin shaft encoder.